Event description:
It was reported that the customer's insulin pump had an error alarm during the prime process. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with an error alarm due to a loose drive support disk.